Manufacturer narrative:
The reported events for inadequate capture and for a sensing problem were not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and high r-wave amplitudes. The lead was removed and replaced. The patient was stable and discharged.